Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 reference MFR report#: 1627487-2014-25638, 25639 and 25640. The patient has two leads from the same lot number. It was reported the patient is experiencing stinging and burning at the ipg site regardless of stimulation. Additionally, it was reported the patient is experiencing pain at the ipg site and lead sites. In turn, the patient met with the physician and determined surgical intervention will be taken at a later date to address the issues.